Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was afraid their implantable neurostimulator (ins) battery was low or depleted. Suddenly the patient¿s bowel was not moving and this started 1.5 to 2 weeks ago. The patient was requesting a clinician programmer be sent to a closer health care provider (hcp) office since their managing hcp was far away. The manufacturer representative connected with the hcp and they would be discussing follow-up options with the patient. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was determined and it was device related. Reprogramming was needed. The battery was at end of life (eol). The patient experienced a loss of stimulation. A new stimulator was placed on (B)(6) 2015 and the patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).